Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument logs for the mega suturecut needle driver instrument was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted benign hysterectomy surgical procedure performed on system (B)(4). Based on this review, the instrument was used during the alleged event reported in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suture cut needle driver instrument¿s jaw snapped and fell into the patient. The fragment was retrieved with a backup instrument laparoscopically. It is unknown what surgical task was being performed at the time of the event, but it did not occur during an instrument tip/accessory collision. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter who obtained the following additional information from the clinical sales representative (csr) who was present in the case on 10-jun-2022: all fragments were retrieved with no additional procedure required. The instrument broke when it went under surgeon control. There was no report of patient harm. The instrument will be returning for evaluation. On 09-jun-2022, intuitive surgical, inc. (Isi) received user facility report # (B)(4) stating: "describe the event or problem: narrative from staff: during surgical procedure (total hysterectomy/bilateral salpingectomy - robotically assisted) surgeon opened robotic mega suturecut needle driver and closed the instrument on a suture to grasp it. While closing the instrument, the jaw of the instrument broke while inside the patient's abdomen. Surgeon noticed immediately and told everyone to pause. The robotic instrument was removed from the abdomen. The broken piece was found and removed from inside the patient. The procedure continued as normal after confirming that all pieces of the instrument were removed from the patient and surgical field. The sales representative for intuitive surgical/da vinci was in the room at the time of occurrence. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter) intuitive surgical representative was in the operating room at the time of the event. He has already reported to intuitive surgical."